Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while monitoring a patient, the crew attempted to print the code summary report when their device powered itself off. This occurred several times. The customer had a back-up device that was used for the rest of the call. There was no adverse effect to the patient due to the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control technical support provided assistance over the phone and provided the customer a repair quote to bring the device into the service depot. The customer was contacted again and confirmed that they had installed new batteries into the device and that this had resolved the reported issue. Since the customer was no longer experiencing an issue they did not want to send in the device for repair at this time. Therefore the reported issue could not be verified and the root cause could not be determined. It was noted that the customer's original batteries were from 2013 and were five years old. The lifepak 15 monitor/defibrillator operating instructions states the following "physio-control recommends that batteries be replaced approximately every two years". Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that while monitoring a patient, the crew attempted to print the code summary report when their device powered itself off. This occurred several times. The customer had a back-up device that was used for the rest of the call. There was no adverse effect to the patient due to the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.